Event description:
During a ptca procedure, the physician noticed blockage of the impulse diagnostic catheter. Upon removal of catheter from patient, the physician observed blood clots in the impulse diagnostic catheter. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'. The lot number for this device is unknown.